Manufacturer narrative:
The manufacturer's field service engineer (fse) reported he was unable to duplicate the reported event. Review of the device diagnostic history indicated a vent inop occurrence due to a machine and proximal sensor failure. The fse replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop occurrence due to machine and proximal sensor failure. There was no patient harm.